Event description:
It was reported that upon device interrogation, multiple episodes of the patient's right ventricular (rv) lead noise were found, leading to oversensing and pacing inhibition. The rv lead was explanted and successfully replaced. The patient was stable.